Manufacturer narrative:
Based on the evaluation of the device and analysis of the information collected, it is concluded that the benevision central station functioned within specification and the system produced a high priority alarm for tachycardia and extreme tachycardia events. (B)(4). (Exemption #e2015032).

Manufacturer narrative:
The investigation of the reported event is in process, results pending the analysis of data. (B)(4). (Exemption #e2015032).

Event description:
It was reported that an alarm was missed for a ventricular tachycardia event while a patient was being monitored on the benevision central station. No patient injury was reported.